Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during priming and the needle bent at the non patient end. Verbatim: consumer reported needle clog during priming. Also reported needle bent at non patient end. Consumer has previous complaints, no record of samples received. I advised consumer that samples must be received for evaluation in order for bd to continue to replace product. Lot #: 0147010 catalog #: 320122. Date of event:. Unknown samples: available sending mail kit."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-09. H6: investigation summary. Customer returned (3) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle bent at the non patient end. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. Customer states that the needle clogged during priming. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during priming and the needle bent at the non patient end. Verbatim: consumer reported needle clog during priming.also reported needle bent at non patient end.consumer has previous complaints, no record of samples received.I advised consumer that samples must be received for evaluation in order for bd to continue to replace product.lot #: 0147010catalog #: 320122. Date of event: unknown. Samples: available - sending mail kit."